Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the club hernie registry extraction report, 364 patients underwent incisional ventral hernia repair. Progrip mesh was used and implanted in the retromuscular site. In the retromuscular the safety and performance of progrip was analyzed. Of these patients, 244 underwent repair using an open route, 116 underwent a robotic-laparoscopy route, and four underwent a conventional laparoscopy route. Postoperative complications included: seroma, infection, hematoma, pain and hernia recurrence. Reoperations were required to treat seroma, mesh infection, hematoma and hernia recurrence. Mesh explanation occurred in two patients. Other complications that were not related to the device included: superficial infection, cutaneous necrosis, urinary retention with acute renal failure, abdominal compartment syndrome, intestinal necrosis, small bowel obstruction and death. Peritonitis with intraperitoneal abscess and fistula requiring mesh explantation occurred in a contaminated patient and was not related to the device.